Event description:
The customer contacted beckman coulter, inc. (Bci) on (B)(6) 2008, in regards to elevated results obtained from a unicel dxi 800 access immunoassay system for one patient. The customer re-ran the samples on a different instrument and the results were within normal reference range. The initial erroneous result was reported outside the laboratory. It is not known if there was any change to the patient treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
The field service engineer (fse) was onsite on (B)(4) 2008. The fse performed pipettor alignments, transducer adjustments, pipettor matching, pipettor low volume matching, pressure sensor calibrations, and high sensitivity (hs) system check and all passed within instrument specifications. The fse found out that the instrument used to retest the patient sample was using a different wash buffer. The instrument wash buffer was switched out to the new wash buffer. The customer confirmed that the result comparison between the two instruments was improved. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable events.